Event description:
Healthcare professional reported left side "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of a050401, fluid leak for the period of (B)(6) 2020 through (B)(6) 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: the unit has no openings. Other technical: no observe particles in valve. Additional observations: white particles observed inner the device. Creases were observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.